Manufacturer narrative:
The li-ion battery in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the customer reported the autopulse li-ion battery (sn (B)(4) is unable to charge in the multi-chemistry charger (mcc). The mcc that would not charge the battery was located in a garage bay at the fire station with no air conditioning. Upon follow up, the customer reported the battery is able to charge as intended, however, the fully charged battery is unable to power on the autopulse platform. The status leds on the battery illuminated 4 green lights. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.